Event description:
The patient presented to their healthcare provider (hcp) with skin irritation, allegedly caused by the zio at. Immediately after application, they experienced a burning sensation. Despite the reaction the patient continued to wear the device. The patient¿s symptoms progressed which included itching, redness, welts, broken skin with oozing. The device was removed and their hcp prescribed antibiotics.

Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio at for approximately 2 of the 7-day prescribed wear period. The patient does not have sensitive skin and does not have a history of reaction to medical adhesive. The exact cause of the reported event cannot be determined. However, skin irritation and allergic reaction is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio at patch on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio at patch from the patient¿s chest. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.